Event description:
It was reported that the pump stated low volume left (less than 14ml) and to replace the cassette. However, per reporter, when wasted, there was 25 ml left. The event occurred while in use with a patient at the patient's home. No patient harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3 - mfg establishment name- corrected. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.